Event description:
This report is based on information provided by philips remote service engineer rse, a third-party repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the device case was missing a component within the front enclosure. There was no patient involvement and no impact was alleged.